Manufacturer narrative:
H10: manufacturing review: review of manufacturing records was not performed, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: a stent graft delivery system was returned. Based on the sample returned it could be confirmed that the stent graft could not be deployed. The outer sheath was found to be elongated and fractured which indicated that increased release force was present during the attempt to deploy the stent graft. No indication for a manufacturing related issue could be identified. However, based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently address the potential factors. Regarding preparation and accessories to be used the IFU states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure. Note: predilatation of the stenosis may be performed prior to stent graft deployment at the discretion of the physician." And "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Furthermore, the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported application represents an off label use. Based on the IFU supplied with this product the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the fluency endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency endovascular stent graft products are identified in d2 and g5. H10: d4(expiry date: 06/2021). H11: e1, h6 (results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the treatment of an iliac artery aneurysm via contralateral tortuous femoral artery, the healthcare provider experienced resistance and the stent graft failed to deploy. It was reported that a new stent graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: review of manufacturing records was not performed, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: a stent graft delivery system was returned. Based on the sample returned it could be confirmed that the stent graft could not be deployed. The outer sheath was found to be elongated and fractured which indicated that increased release force was present during the attempt to deploy the stent graft. No indication for a manufacturing related issue could be identified. Labeling review: in reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently address the potential factors. Regarding preparation and accessories to be used the IFU states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure. Note: predilatation of the stenosis may be performed prior to stent graft deployment at the discretion of the physician." And "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline . Flushing these lumens will also facilitate stent graft deployment." Furthermore, the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported application represents an off label use. Based on the IFU supplied with this product the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. The catalog number identified has not been cleared in the u.s. But, it is similar to the fluency endovascular stent graft products that are cleared in the us. (Expiry date: 06/2021).

Event description:
It was reported that during the treatment of an iliac artery aneurysm via contralateral tortuous femoral artery, the healthcare provider experienced resistance and the stent graft failed to deploy. It was reported that a new stent graft was used to complete the procedure. There was no reported patient injury.